Event description:
Customer reported beep anomaly. Self test performed, pump didn't pass. Analysis of returned device confirmed the absence of audio tones.

Manufacturer narrative:
No audio tone due to broken transducer wire. Unit passed seat, rewind and basic occlusion tests.